Event description:
It was reported that pump displayed malfunction code and had not experienced any notable events prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions and assistance to reset pump, confirmed that malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction code appeared again.